Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock/click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issue with reservoir lip ring. The customer¿s blood glucose level was unknown the time of the incident. Customer stated that the reservoir was unable to lock in place .troubleshooting was performed. The insulin pump will be returned for analysis.